Event description:
It was reported that this inflatable penile prosthesis (ipp) had fluid loss. The system was empty. The ipp was explanted. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
D4: concomitant product UDI for reservoir is (B)(4). Correction to field g2: report source. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. No anomalies were found with the pump. The cylinders were microscopically inspected, and leak tested. The microscope test found that the first cylinder had a hole in the outer tubing in the proximal end of the cylinder from sharp instrument. Both cylinders had had wear at fold in the proximal end and middle of the cylinder. No leaks were identified. The reservoir was microscopically inspected, and leak tested. No anomalies were found with the reservoir. Based on the information available and analysis results, the reported clinical observation of device fluid loss could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had fluid loss. The system was empty. The ipp was explanted. No patient complications reported.